Event description:
A surgeon reported a "few" pts one year postoperatively who still have significant glistenings following intraocular lens (iol) implant surgeries. The number pts and impact was not provided. The surgeon also reported a bilateral implanted pt whose iols had a high abundance of glistening one year postoperatively. There was no reported impact to this pt. Add'l info is not expected. There are three MFR reports associated with these events. This report is for the single pt, fellow eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis, the lens remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. No add'l info is expected. (B)(4).